Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-01855. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: initial anatomic alignment of the left hip arthroplasty with subsequent revision. Anatomic alignment of the postoperative left hip without complication. No anatomical or implant failures were identified. The complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: cat #: 157448 / m2a-magnum mod hd sz 48mm 48mm / lot #: 451620. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a left hip revision approximately 14 years post implantation due to pain. That head and taper insert were removed and replaced. Attempts have been made and no further information is available.